Event description:
A report was received that the patient developed an infection at the pocket and midline incision sites. Symptoms included were redness and drainage. Infection was not device related but was related to the implant procedure. No antibiotics were given. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17825214 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.